Manufacturer narrative:
It was originally reported that a 56-year-old, male, patient underwent a laparoscopic open cholecystectomy procedure with four reprocessed clip appliers ligaclip and during the procedure, the four clip appliers failed to fire. Additional information was received 17-dec-2021 that the issue was the clips did not advance / feed and not a failure to fire. In addition, there was no problem with how the clips formed. With the additional information received, this event has been reassessed as a not MDR reportable event. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device has been reported as not available for return. The following reports are related to the same event: 2134070-2021-00033, 2134070-2021-00034, 2134070-2021-00035 and 2134070-2021-00036. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6), male, patient underwent a laparoscopic open cholecystectomy procedure with four reprocessed clip appliers ligaclip and during the procedure, the four clip appliers failed to fire. A fifth clip was used and worked as expected. There was no patient consequence.